Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis for this procedure: lumbar spinal canal stenosis surgery date: (B)(6) 2012 levels implanted: l4-5 it was reported that on an unknown date, post-op, worsening of zcq score was reported. Patient also reported of back pain post 2 years of the study. No malfunction of the device was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that from (B)(6) 2015, the patient was gradually conscious of muscle weakness in the left lower limbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.